Event description:
A 3.00mm diameter x 12mm length integrity rx bare metal stent was inserted into a pt for treatment of an extremely calcified mid lad lesion. It is reported that, due to the extreme calcification, during attempted placement of the stent, the stent dislodged from the balloon. A failed attempt was made to capture the dislodged stent. The dislodged stent was finally deployed in the left main. No clinical sequelae were reported. Procedural fluoroscopy images were provided for review. The cine images confirm that the primary lesion in the distal lad was successfully stented, with an other brand stent. The images confirm that the vessel, proximal to the site of the other brand stent deployment, was tortuous and had diffuse calcified disease. The images do not show the attempted delivery of the integrity rx device or the difficulties encountered by the physician, prior to the stent dislodgement. Images of the undeployed dislodged stent were evident in the left main immediately distal to the tip of the guide catheter. Subsequent images show the deployment and post dilatation of the dislodged stent, in the left main.

Manufacturer narrative:
(B)(4). Method: other (cd images). Evaluation results: stent dislodged; extremely calcified lesion. Conclusions: severely calcified lesion; multiple frictions noted.